Event description:
Customer reportedly received results of 21 mg/dl and 110 mg/dl within ten minutes on the same device. No low blood symptoms reported. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.